Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Surgeon was using screwdriver to remove a 5.5mm screw and although the screwdriver shaft fit in the head of the screw properly, the handle allowed the screwdriver handle to turn around the shaft without the screw being removed. There were no other screwdrivers and the pt was sewn back up and the operation was cancelled to bring the pt back at a later date.